Manufacturer narrative:
This complaint is recorded by zimmer biomet under (B)(4). G2: foreign country - china the device was returned without the batteries in the original battery pack but did power on and function normally in both modes when tested with a lab battery pack. Visual inspection of the interior of the original pack found the leaked electrolyte inside. There did not appear to be damage to the wiring of the pack. DHR was reviewed and no discrepancies related to the reported event were found. The root cause of the reported issue is attributed to manufacturing issue the event is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends

Event description:
It was reported that the water came out from the device. The event timing is outside of surgery. There is no harm or delay reported. Due diligence is complete. Upon investigation, visual inspection of the interior of the original pack found the leaked electrolyte inside.